Event description:
It was reported that the handpiece began overheating during an extraction case. The procedure was successfully completed with another device. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.